Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level of 417 mg/dl. The customer stated that their blood glucose level started to climb due to not calculating the meal correctly. The customer stated that it took all morning for it to come down and it had continued to fall to 130 mg/dl. The customer declined troubleshooting. The customer also reported that they had sensor discrepancies. While troubleshooting, it was noted that insulin was suspended. The customer¿s blood glucose level was 144 mg/dl while the sensor glucose value was 68 mg/dl. The threshold suspend limit in sensor settings was 70 mg/dl. The sensor will be replaced and returned for analysis. The sensor will be returned for analysis.

Manufacturer narrative:
We inspected one opened and used sensor. We performed continuity resistance test and sensor failed test.